Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no and external damage to lcs/cs housing, no. Functional tests & results: lcs/cs jaw not open/close correctly, no and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional testing, it was confirmed that the jaws of the device was misaligned. It was found that the clamp arm of the lcs was bent. No conclusion could be reached as to what may have caused the clamp arm to be bent (misaligned). Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was assembled prior to a laparoscopic splenectomy. The scrub nurse felt the blade of the lcs was not aligned properly inside sheath. The lcs was not used for the case because after adjusting the blade several times, the blade still would not align properly. The alignment pin was used. There was no consequence to the pt.